Event description:
It was reported that balloon rupture occurred. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the inflation at nominal pressure, the balloon ruptured. The procedure was completed with a different device, and no patient complications were reported.